Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor (gold). There was no compromised force sensor system alarm noted. The pump was received with a cracked display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Insulin pump will be replaced.